Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The customer photos were evaluated, and moisture and mildew was observed on the outer case cartons. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation. Root cause description: based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a warehouse inspector found black foreign matter (possibly mildew) on the outside of a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube package. No report of injury or medical intervention.